Event description:
The facility representative contacted baxter new zealand to report clearlink luer activated valve to IV access that the "access part of [the] injection port is depressed and cannot be swabbed"; this condition had the potential to interrupt delivery. This event occurred before use. There was no patient involvement, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. If a sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Patient information was corrected. There was patient involvement in this incident. The customer reported to baxter (B)(4) of a clearlink luer activated valve to IV access in which the "access part of injection port is depressed and cannot be swabbed." There was a "failure of the injection port of the luer activated valve to rise for swabbing". The valves appeared to operate well for 2 to 3 days after [the patient was] put on the PICC lines and failed after 2 to 4 days of use." The event occurred during infusion. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available. Evaluation summary: two samples were received for evaluation. Visual inspection was performed and no defects were observed. Functional test was performed. Tip protectors were removed and a male luer lock was connected to an extension set. The sets were able to be primed. The reported condition was not confirmed. The root cause was not determined. Additional information: a batch review cannot be performed since there was no lot number provided.